Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient started vomiting and was feeling ¿unwell¿. The reporter stated the patient was ¿too high for too long and there was a discrepancy¿ with the cgm. The patient was also wearing an omnipod insulin pump in a closed loop mode. The reporter took the patient to the ER. On the way to the ER, it was noted the patient was ¿about to lose consciousness¿. At the ER, the patient's cgm value was stated to be ¿high¿ (no specific value was reported) but that it was ¿inaccurate¿ compared to the bg meter readings in the ER. The patient was diagnosed with dka and transferred to another hospital. The patient was admitted to the ICU and treated with IV fluids, IV insulin, and IV potassium. The patient was discharged after 2 days, still feeling weak. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.